Event description:
Report states that a cadd solis pump was set up for pca. User facility reported that the device was not delivering medication. No pump alarms or alerts reported. No adverse effects to pt reported.

Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated the MFR will file a f/u report detailing the results of the eval.